Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record did not reveal any exception document. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Eval method: actual device not evaluated; process eval.

Event description:
The customer reported that the roller clamp failed during use. No further info was provided. No harm or injury was reported.